Event description:
It was reported the patient had surgery for pelvic organ prolapse and a bladder sling on (B)(6), 2013. The patient reported that within a few weeks, the prolapse reappeared along with urinary problems that began with the loss of urine with minor stress. It was further reported the patient experienced recurring prolapse, erosion through the anterior vaginal wall, pain, bleeding, urinary problems, and additional surgeries to repair the prolapse and remove portions of the mesh. No further complications were reported in relation to this event.

Manufacturer narrative:
The manufacturer and brand of the pelvic mesh product implanted is unknown.